Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00208 and 3003742446-2011-00389. A patient enrolled in the (B)(4) study experienced restenosis and myocardial infarction post implantation of several cypher stents. The patient's medical history includes: history of angina, positive functional study for ischemia, previous pci, history of coronary artery disease, unstable angina pectoris, hyperlipidemia, hypertension, myocardial infarction, diabetes mellitus type ii, allergy to penicillin and allergy to codeine. Initially, a lesion in the distal right coronary artery was treated. The lesion was 20mm in length and 2.25mm in diameter. The lesion was pre-dilated at 12atm. A 2.25 x 23mm cypher stent was implanted at 11atm. Five days post index procedure the patient reported severe substernal chest pain radiating to the left shoulder. The patient had a 2.25 x 13mm cypher stent implanted in the distal left anterior descending branch. Angiography revealed that the stent implanted during the index procedure was patent. Approximately twenty two days later the patient reported atypical chest pain which was medically managed. Angiography was not conducted. Approximately four months post index procedure the patient had chest pain. A new lesion, in the obtuse marginal branch, was discovered. This lesion was treated with a xience stent. It was confirmed that the other stents implanted prior to this event were patent. Approximately five months post index procedure the patient then returned with angina. The patient was noted to have severe, 99% ,stenosis at the proximal edge of the stent the cypher ((B)(4)) stent that had been initially implanted in the distal left anterior descending artery. The other stents were noted to be patent. Approximately eleven months post index procedure the patient returned with chest pain. The lesion in the obtuse marginal previously treated with a xience stent was revascularized. Additional information that was received indicated that the patient had a 2.5x13mm cypher stent implanted prior to the index procedure in the obtuse marginal branch. The cypher restenosed about a year and a half later and was treated with a 2.5 x 14mm endeavor stent. Approximately six months later that stent had restenosis and the patient had a myocardial infarction. The patient was treated with a 2.5 x 8mm xience stent. Approximately seven months later the patient had restenosis once again and had a coronary artery bypass graft. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Myocardial infarctions are potential adverse events associated with coronary stenting. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes) and vessel/lesion factors (small vessel diameter, multiple stents, restenotic lesions) that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The patient enrolled in the (B)(4) study with a lesion in the distal right coronary artery. The lesion was 20mm in length and 2.25mm in diameter. The lesion was pre-dilated at 12atm. A 2.25 x 23mm cypher stent was implanted at 11atm. Approximately twenty two days later, the patient reported atypical chest pain which was medically managed. Angiography was not conducted. Approximately five months post index procedure, the patient then returned with angina. The patient was noted to have severe, 99% ,stenosis at the proximal edge of the stent the cypher (cxs13225) stent that had been initially implanted in the distal left anterior descending artery. The other stents were noted to be patent. Additional information that was received indicated that the patient had a 2.5x13mm cypher stent implanted prior to the index procedure in the obtuse marginal branch. The cypher restenosed about a year and a half later and was treated with a 2.5 x 14mm endeavor stent. Approximately six months later, that stent had restenosis and the patient had a myocardial infarction. The patient was treated with a 2.5 x 8mm xience stent. Approximately seven months later, the patient had restenosis once again and had a coronary artery bypass graft.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00208 and 3003742446-2011-00389. Additional information will be submitted upon 30 days of receipt.